Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation with essure coils') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, menorrhagia, dysmenorrhea, polymenorrhea and dyspareunia. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted as per pfs date(s) of insertion: (B)(6) 2007, (B)(6) 2010, (B)(6) 2010. Discrepancy noted in removal date: (B)(6) 2012. Patient received treatment for pelvic pain ,abdominal pain , migration. Plaintiff received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation with essure coils') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cervicitis, menorrhagia, dysmenorrhea, polymenorrhea and dyspareunia. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / chronic") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy. (Full), salpingectomy. (Bilateral),oophorectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, device dislocation, pelvic pain and uterine perforation to be related to essure. The reporter commented: discrepancy noted as per pfs date(s) of insertion: (B)(6) 2007, (B)(6) 2010, (B)(6) 2010. Discrepancy noted in removal date: (B)(6) 2012. Patient received treatment for pelvic pain ,abdominal pain , migration. Plaintiff received treatment for pain and migration. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: medical record received. Event added: perforation with essure coils. Reporters information, rcc and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.